Event description:
The customer reported that the zipper stitching from the panel has come apart. They couldn't specify which side. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Zipper stitching is coming apart. Customer has decided not to return the product. They are purchasing replacement parts. (B) (4).